Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 7 devices were received for evaluation; 7 events were confirmed during testing. 7 devices were found to be affected by internal corrosion. 1 device was available for evaluation but has not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received for evaluation; 1 event was not able to be duplicated as the device was seized; however, the device was out of specifications. 1 device was found to have a shattered bearing. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.